Event description:
It was reported that a radiopaque marker was missing. While using a 2.50mm x 12mm emerge balloon catheter, it was noted that the device appeared to have only one radiopaque marker instead of two. The device was removed and the missing marker was confirmed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).